Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This device was not returned.

Event description:
It was reported that during a pretest the user attempted to deflate the balloon with a syringe but the balloon did not deflate completely, the user alleged that approximately 5cc of water remained in the device.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿when deflating the balloon, allow balloon to deflate on its own; do not aspirate with a syringe.[the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]" (B)(4).

Event description:
It was reported that during a pretest the user attempted to deflate the balloon with a syringe, but the balloon did not deflate completely, the user alleged that approximately 5cc of water remained in the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This device was not returned.

Event description:
It was reported that during a pretest the user attempted to deflate the balloon with a syringe but the balloon did not deflate completely, the user alleged that approximately 5cc of water remained in the device.